Event description:
The pt participating in the post approval study of the menicon z rgp contact lens for up to 30 days/29 nights of extended wear was seen in 2003 by a doctor (o.d.) With an abrasion right eye after the pt got something under their right lens. Pt was treated with ocuflox q2h and ciloxan ointment to use at night. The pt returned to the doctor four days later and the above condition had resolved and medications were discontinued.